Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that a foreign object larger than the inner diameter of the air/water nozzle got into the air/water pipe and caused the blockage. The event can be detected/prevented by following the instructions for use which state: "instruction manual cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together) 5.3 pre-cleaning of endoscopes and accessories ¦ water supply and supply to air and water channels air notice ¿ use the air/water channel cleaning adapter (mh-948) to send water to the air channel after each case to prevent the endoscope's air and water nozzles from becoming clogged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a receipt inspection, the gastrointestinal videoscope the downgrade direction of the game was only 80 degrees (90 degree in the catalog). Upon inspection of the customer¿s returned device it was observed, foreign matter came out of the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. In addition to the reportable malfunction mentioned in b5, it was observed, it was speculated that the angle wire may have lengthened, leading to a lack of angle. It was noted, excessive stress may have been applied to the curved part when the instrument was angled. The angle wire may have been stretched due to regular handling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.